Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned after having been successfully replaced. No allegations against the product were made. Initial laboratory analysis identified early declaration of elective replacement indicator (eri).